Manufacturer narrative:
Additional manufacturing narrative: attempts have been made to obtain the product. The product has not been returned to masimo to allow an analysis to be performed. If the product is returned for evaluation or new information is obtained, a follow up report will be submitted.

Event description:
It was reported that the spo2 measurement value between the lncs tci sensor and the rd adt sensor is off by about 5 points. The finger sensor was placed on the right, ring finger (covered). The ear sensor was on the right ear lobe. The ear sensor will show 100%, but the finger sensor will show 95%. The pi for both sensors were 0.8. The measurements were taken simultaneously. The ear sensor was plugged into a philips ivm and the finger sensor was plugged into a philips mms (a05). The sensitivity was normal for both instruments. The averaging was 12 seconds for both instruments. No known impact or consequence to patient.